Manufacturer narrative:
(B)(6). The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. Report source: (B)(6) survey. (B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a 50% liquid pancreatic walled-off necrosis (won) during a stent placement procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the physician was unable to confirm the deployment of the first flange of the stent in the cyst on endoscopic ultrasound (eus). Reportedly, the visibility issue was a result of anatomical or procedural circumstances. The physician removed the device from the patient, and a plastic stent was placed to complete the procedure. There were no patient complications reported as a result of this event. Note: the stent was intended to be placed to treat a cyst with less than 70% liquid content; however, the hot axios stent and delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6cm in size and walled-off necrosis >= 6cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall.